Event description:
During a remote follow-up, episodes inappropriate mode switch due to competitive atrial pacing and far field r-wave oversensing. Technical support was contacted and provided device programming to resolve the event, however, no intervention was performed at this time. The patient was stable.

Event description:
During a remote follow-up, episodes inappropriate mode switch due to competitive atrial pacing and far field r-wave oversensing. Technical support was contacted and provided device programming to resolve the event, however, no intervention was performed at this time. The patient was stable.